Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device failed a test that is related to the ECG gain of the device. The loss of this ability has the potential to cause the device to be unable to correctly analyze an ECG signal. There was no patient use associated with the reported event.